Manufacturer narrative:
Batch review performed on 14 february 2018: lot 164916: (B)(4) items manufactured and released on 27 october 2016. Expiration date: 2021-10-13. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Investigation performed by patient match department on (B)(6) 2018: our analysis of the my knee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
1 year after primary the surgeon determined that the tibia was loose revised successfully the patient joint swapping the insert and the tibial component.